Manufacturer narrative:
The unit had a stripped battery cap coin slot, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, a severely scratched display window. (B)(4).

Event description:
The customer called in to report that the battery cap was damaged. The customer's blood glucose level was unknown. No further details were provided.